Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. Cause of blood glucose level was not known. Customer administered a bolus via the pump and a manual injection, and consumed fluids to address the issue. Customer went to the emergency room with high ketones and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Customer declined follow up with tandem technical support to obtain release date.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.